Manufacturer narrative:
Reference voluntary medwatch report #mw5163413.

Event description:
Voluntary medwatch received states that the patient's implantable cardioverter defibrillator (ICD) was explanted due to advisory/recall per required. The device is no longer in service. No additional adverse patient effects were reported. No further information was available.